Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. The MRI technician said the patient was there last night but couldn¿t activate MRI mode or adjust stimulation because the patient programmer (pp) showed a call your doctor screen. The caller didn¿t know what code was on the screen. The patient last used their device 6 months ago. Technical services recommended the patient call patient services to determine the code meaning. Additional information was received from the patient. The patient said it was doing something, but it was not working correctly. The patient said they can't charge it. The patient was in a car accident about a year-a year and a half prior to the report and the patient does not have the recharger as it was lost in the car accident. The patient only had the programmer and ins. The patient said it gave the patient a code about having to be replaced or have it adjusted, but the patient could not remember and could not get into it to charge or flip into another mode. The patient couldn't dial it up or down and it wasn't humming. The patient mentioned having mris before and never did anything to the implant before. No further complications were reported.